Manufacturer narrative:
(B)(4).

Event description:
It was reported that after insertion of an intra-aortic balloon (iab) the user checked the inserted iab catheter under radiographic guidance and found the balloon not fully-inflated. (The balloon capacity of inserted iab catheter was 40cc, but its maker is unknown). He/she suspected helium was not delivered to the balloon properly, and stopped using this pump. According to the report, the pulse rate was 120 bpm, so the distributor's engineer explained to the user that the rate was so fast that the user couldn't see the balloon inflation/deflation with his/her naked eyed. Also, any alarms regarding helium problem didn't occur during this event. The pump in question is still in use in the hospital because no problem is found on the device so far. Patient outcome: reported as being "good. There were no reported patient death or complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "the balloon would not inflate fully" is unable to be confirmed; however, the patient's pulse rate was at 120 bpm therefore, the hospital engineer instructed the user that it was impossible to tell if the balloon was fully inflated or deflated with the naked eye. The cause of the complaint is related to the patient's condition. The pump functioned as intended. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported that after insertion of an intra-aortic balloon (iab) the user checked the inserted iab catheter under radiographic guidance and found the balloon not fully-inflated. (The balloon capacity of inserted iab catheter was 40cc, but its maker is unknown). He/she suspected helium was not delivered to the balloon properly, and stopped using this pump. According to the report, the pulse rate was 120 bpm, so the distributor's engineer explained to the user that the rate was so fast that the user couldn't see the balloon inflation/deflation with his/her naked eyed. Also, any alarms regarding helium problem didn't occur during this event. The pump in question is still in use in the hospital because no problem is found on the device so far. Patient outcome: reported as being "good. There were no reported patient death or complications.